Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed and it was verified its non osseointegration. The dental implant was installed in bone type iii and immediate load was not performed. The patient had infection.